Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were having sensor issues. Customer received a change sensor alert but did not receive a calibration not accepted alert. Customer's blood glucose was 400 mg/dl but did not mention how the high reading was treated. Customer was advised that the sensor will be replaced. No product is expected to return for analysis.